Manufacturer narrative:
The insulin pump passed the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm, line number 213 file number 30, and pump error 4 alarm are found in the formatted history file due to a software error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error. She was giving herself a bolus when the alarm occurred. The customer's blood glucose level during the incident was 254 mg/dl. The customer was assisted with performing a self-test. The self-test failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.